Manufacturer narrative:
The insulin pump failed the displacement test with over 31 units left in the status screen. The insulin pump had a motion sensor test failure alarm during rewind due to motor encoder signal out of phase. The displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery test were all unable to be performed due to motion sensor test failure alarm. The excessive no delivery alarm was unable to be verified due to the motion sensor test failure alarm. The device was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, scratches on the reservoir tube window, broken belt clip slot, missing end cap sticker, cracked reservoir tube and cracked reservoir tube window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer's mother reported via phone call motion sensor test failure. Customer's blood glucose level was 306 mg/dl. Troubleshooting for the motion sensor test failure was performed. Customer failed the displacement test and a no delivery alarm occurred. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.